Manufacturer narrative:
The report event of impedance issue was not confirmed. As received, the returned lead worked and passed all test. The cause of the reported event remains unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's drg system l2 placement lead had changing impedances between high and low, and could not be used. The patient experienced more pain since (B)(6) 2020. The l2 lead was removed, but a new lead was not implanted because the new lead could not be entered with a sheath. It was decided to test the l1 placement lead with a different setting and the pain area could be reached using the l1 lead with other lead configuration.